Manufacturer narrative:
On 1-apr-2021, mentor received additional information regarding the patient¿s information, suspected medical device, and replacement devices. The patient identifier is c.s.a. The patient¿s dob was estimated as (B)(6) 1986 based on available information. The suspected medical device was returned for evaluation. The replacement devices are two 270cc mentor memorygel breast implant prostheses (catalog #: smpx270, left serial #: (B)(6), right serial #: (B)(6)). On 9-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the implant location. The implant location of the suspected medical device was right. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 190cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. The diagnosis was confirmed on (B)(6) 2019. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2019. The date of implantation was estimated as (B)(6) 2012 based on available information. This report is for one of the reported prostheses.